Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: 5076-52, implantable pacing lead, (B)(6) 2007. (B)(4)

Event description:
It was reported that the lead integrity alert (lia) triggered due to short interval counts (sic) and high rate non-sustained tachycardia episodes on the right ventricular (rv) lead. High pacing impedance was also noted and review of performance data indicated t-wave oversensing (twos). A fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.